Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of an ilet bionic pancreas experienced hypoglycemia, receiving a low alert followed by an urgent low alert, with fingerstick values ranging from 65 mg/dl improving to 94 mg/dl after oral carbohydrate treatment; the user had recently changed the infusion set and eaten a usual lunch, and had been on the pump for less than one week. Symptoms included clamminess, coldness, and shakiness that resolved as glucose normalized. Outcomes included successful correction with oral glucose without the need for emergency services or hospitalization, along with user education on treating lows using 15 grams of carbohydrate every 15 minutes and avoiding overtreatment. Investigation included product-use troubleshooting and education regarding pump adaptation during the early period of use. Investigation of this case revealed no device malfunction reported, and the event was consistent with hypoglycemia of unclear cause during early therapy adaptation after an infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.